Event description:
I was injected with two vials of sculptra. Immediately after my eyes were very painful and I suffered from nystagmus which is now much worse. The nurse who injected me did not warn me of the risks, did not take a medical history from me. The swelling still hasn't gone down, my face looks awful. I have had botox several times and the nurse injected botox at the same time as sculptra. I don't think two products should be used at the same time. I thought a physician had to inject sculptra. It is very dangerous and should be taken off the market. I am very upset.